Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 5.0 inr. Patient was treated with a vitamin k shot based on the lab result. Patient was not admitted to the hospital. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.